Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited poor image quality, insufficient light. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the likely cause of the poor image quality is due to a defective charged couples device. Additionally, the poor light transmission is due to a defective cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.